Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the reportable event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced atrophy of their augmented bladder and urinary incontinence. The physician did not believe that the incontinence was related to the device. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported.